Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the battery pack, and it resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a hospital that during patient use, the ventilator was unplugged from the wall outlet and it stopped working. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.